Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the iliac artery. Utilizing a contralateral approach, the 8.0x40mm express ld stent system was advanced into the patient. When encountering tortuous anatomy after crossing the bifurcation, the stent "caught" and dislodged from the balloon. The physician was unable to contain the stent with the sheath. A 4.0x100mm sterling balloon was utilized to pull the stent back into the iliac artery and deploy it; however, the original lesion was treated with deployment of another stent. There were no additional patient complications reported.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the iliac artery. Utilizing a contralateral approach, the 8.0x40mm express ld stent system was advanced into the patient. When encountering tortuous anatomy after crossing the bifurcation, the stent "caught" and dislodged from the balloon. The physician was unable to contain the stent with the sheath. A 4.0x100mm sterling balloon was utilized to pull the stent back into the iliac artery and deploy it; however, the original lesion was treated with deployment of another stent. There were no additional patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed only the delivery device was received. The stent was not returned. There was no evidence the balloon had been inflated. There was a clear impression of the stent crimp on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).